Manufacturer narrative:
(B)(4) .

Event description:
Received info reporting the pt had her device revised and moved closer to the sternum because the ins was loose in the pocket. No further info was provided. Additional info has been requested and if received, a follow up report will be sent.